Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04694. It was reported the pt had fallen, and had increased pain, as well as new pain. The sjm rep met with the pt and noted 2 invalid contacts with his lead; stimulation coverage could not be attained through reprogramming. In addition, the pt reported discomfort at the ipg site. The physician opted to replace the entire system. F/u identified the pt received effective stimulation postoperative.

Manufacturer narrative:
Eval results - the complaint was confirmed. Continuity testing of the returned lead revealed an electrical channel open on channel 8. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.